Event description:
A male consumer reported experiencing accidental ingestion while using the doctor's brushpicks (otc dental cleaning instrument). The consumer reportedly started using the doctor's brushpicks for oral care on (B)(6) 2013. The same day the patient experienced possible ingestion. The consumer went to the emergency room at (B)(6) and was admitted for observation. The consumer reported that on (B)(6) 2013 and esophagus scope and chest x-ray were performed. Both tests came back negative. As of (B)(6) 2013 the event had resolved.